Manufacturer narrative:
(B)(4). Item name: 36mm i.d. Size f neutral liner; item#30103606; lot#65099815; item name: fitmore hip stem, uncemented, b/7, taper 12/14; item#01.00551.207; lot#3071654; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised due to dislocation following a fall.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the head, liner, and stem were explanted and are covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. Marked osteopenia. It was reported the patient dislocated after a fall. However, as the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.